Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were failing to capture. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.